Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2020. The original surgery date is (B)(6) 2018. The reason for revision is reported patient pain. During the revision, surgeon replaced the tibial insert and retaining bolt.